Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device gave a 1203 "low leak-co2 rebreathing risk" alarm error. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer performed troubleshooting with the customer and found that the 1203 "low leak-co2 rebreathing risk" alarm error and 120f "low tidal volume" alarm error were logged in the event log. The rse informed the customer that the manufacturer recommends replacing the flow sensor assembly according to the service manual. If the issue remains, the rse advised the customer to replace the data acquisition (da) printed circuit board assembly (pcba) and provided the customer with the part numbers and prices of the replacement flow sensor assembly and da pcba for repair.

Manufacturer narrative:
Information was obtained that the flow sensor assembly was ultimately replaced for repair; the errors were no longer displayed. The device passed the required performance verification tests per philips standard and was returned to service.